Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the commanded shock impedance was measuring 54 ohms, however, the episode shock impedance measured less than 20 ohms. Technical services (ts) reviewed the episode and determined the patient had true ventricular tachycardia (vt) which was treated by anti-tachycardia pacing (atp). The vt restarted and the device began charging. The vt ended during charging, but an inappropriate shock was delivered due committed shock logic. Also, it was noted this patient had a fall a month ago. Technical services recommended a device and lead replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the commanded shock impedance was measuring 54 ohms, however, the episode shock impedance measured less than 20 ohms. Technical services (ts) reviewed the episode and determined the patient had true ventricular tachycardia (vt) which was treated by anti-tachycardia pacing (atp). The vt restarted and the device began charging. The vt ended during charging, but an inappropriate shock was delivered due committed shock logic. Also, it was noted this patient had a fall a month ago. Technical services recommended a device and lead replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. Visual examination showed there was no damage within the device. The device passed a commanded impedance test. Evidence indicates the fault was recorded as a result of a shock that was shorted to the device case. The damage was deemed due to the environment outside of the device.

Manufacturer narrative:
Correction: e1 updated. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. Visual examination showed there was no damage within the device. The device passed a commanded impedance test. Evidence indicates the fault was recorded as a result of a shock that was shorted to the device case. The damage was deemed due to the environment outside of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. Visual examination showed there was no damage within the device. The device passed a commanded impedance test. Evidence indicates the fault was recorded as a result of a shock that was shorted to the device case. The damage was deemed due to the environment outside of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead recorded a code indicative of short circuit during shock delivery. It was noted that the commanded shock impedance was measuring 54 ohms, however, the episode shock impedance measured less than 20 ohms. Technical services (ts) reviewed the episode and determined the patient had true ventricular tachycardia (vt) which was treated by anti-tachycardia pacing (atp). The vt restarted and the device began charging. The vt ended during charging, but an inappropriate shock was delivered due committed shock logic. Also, it was noted this patient had a fall a month ago. Technical services recommended a device and lead replacement. This ICD was explanted and replaced. No additional adverse patient effects were reported.